Event description:
It was reported that during a ptca procedure, the wire had been advanced to a difficult occlusion, through the struts of a stent. The tip of the wire looped and separated, and remains in the pt. Pt status is listed as "okay".